Event description:
The technician alleged that the scale is not working correctly. No pt impact.

Manufacturer narrative:
The technician found corrosion on the scale board. The technician replaced the scale board to resolve the issue.